Event description:
It was reported that following a pre-insertion angiogram, an angio-seal was selected for use. The angiogram revealed a single wall puncture and was over the femoral head of the common femoral artery (cfa). The compaction marker was not seen but hemostasis was achieved. The suture was cut. A couple of hours later, the patient returned to her room complaining of numbness in the right leg with no pedal pulses. Surgery was performed and the angio-seal was found in the common femoral artery. According to the physician, the artery was very diseased in one area. The physician does not allege that the angio-seal caused the event. No additional information was obtained.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.